Event description:
The patient presented with an elevated gradient and symptoms of stenosis which was confirmed on echo. There was no evidence of vegetation. The valve was explanted and replaced with an unknown device.